Event description:
Consumer called in to report that her heating pad overheated, burned a hole in her bed, and caused a burn to her boyfriend's back. Consumer did not state if he sought medical attention. The instructions for proper use of the heating pad state they are not to be used while in bed or laid upon.